Event description:
The customer reported being in the emergency room due to high blood glucose of 900mg/dl. The customer stated that her high glucose level was due to a stroke. Troubleshooting was declined as customer did not feel well. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.